Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). A 20 x 4.00 promus premier¿ drug eluting stent was advanced but failed to cross the lesion. A guidezilla guide extension catheter was used to facilitate advancement of the promus premier¿ stent. However, when the stent was removed from the patient, the physician noted that the tip of the stent was lifted. The lesion was predilated with a balloon catheter a few times and the procedure was completed with a 3.5 x 28 non-bsc stent. No patient complications were reported and the patient's status was good.